Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient could not tolerate with the lens. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was contrast sensitive. Additional information was received as one week post operation, vitreous was in anterior chamber not previously present.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).